Event description:
Approximately 10 minutes after going on bypass, oxygenator failed. Dlp pressure difference almost 300 and blood leaving oxygenator slightly brighter than going in. Ordered per doctor to change out the oxygenator. 10 minutes later oxygenator changed, pt was off bypass 90 seconds, pt oxygenation restored. Device retrieved per ECMO manager.